Event description:
As reported by the user facility: pump in chair 3 was programmed to infuse a piggyback infusion of chemotherapy, and it alarmed that it had completely infused with about half of the volume remaining in the bag. The primary line did not have any drips in the chamber indicating that the pump was pulling only from the secondary infusion bag. There were drips only in the chamber of the secondary infusion line during the infusion. Programmed pump settings were verified by primary and secondary rns for all infusions. All three malfunctioning pumps have been sequestered.

Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report number (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4). The device was not returned for evaluation, and the device logs were not made available. Further investigation of the complaint is not possible without a device for evaluation or the device logs. Your sample is valuable tool in investigating the cause of this incident. In the future, if this incident occurs again, please retain the sample so that a complete investigation can be performed. If the device or the device logs do become available, the complaint will be reopened for further evaluation. All information concerning this reported incident has been included in our trend analysis of the product line.